Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain complete event and patient information. The event date is unknown.

Event description:
It was reported that diagnostics indicated the elective replacement indicator (eri) was triggered. The device has the appropriate level of battery voltage to provide therapy.

Event description:
Follow-up revealed the patient's ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.